Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer noticed the seals on the individual items were broken, open or loose on 120 units. No patient impact reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 13-nov-2024. Investigation summary: bd received ten (10) samples and one (1) photo for investigation. The photo was reviewed, the customer returned samples were visually evaluated and the indicated failure mode for open package/seal ¿ sterility in question was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of open package/seal ¿ sterility in question was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of open package/seal ¿ sterility in question. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using bd vacutainer® ultratouch¿ push button blood collection set with pah, the customer noticed the seals on the individual items were broken, open or loose on 120 units. No patient impact reported.